Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the reported reflex hybrid revision driver screw extractor was confirmed visually to have the distal tip deformed during surgery. The likely mode was too much torsional force applied causing deformation. Manufacturing files were reviewed and no issues were found for this lot number. Conclusion: the instrument fracture is likely a result of excessive tightening. Excessive tightening could also result in the deformation of the instrument distal tip.

Event description:
It was reported the surgeon did a 4 level acdf using our dynatran plate with reflex hybrid fixed self-drilling screws with a 76mm plate. A combination of 12mm and 14mm screws were used with the plate with no apparent issues or difficulty. Later in the evening, however, the patient was brought back to surgery due to a bleeding issue at c6-7. No stryker rep was in attendance, just the surgeon and his assistant. The decision was made to remove and adjust the 4 level plate, in the process 6 of the screws were removed using the revision screwdriver and stylus. At some point the threaded tip of the stylus had broken off and the remaining 4 screws were not able to be removed from the plate. The plate was finally removed with some difficulty. At this point the surgeon took a new 76mm plate with 10 new screws (14mm, 16mm, 18mm) and finished the case.

Event description:
It was reported the surgeon did a 4 level acdf using our dynatran plate with reflex hybrid fixed self-drilling screws with a 76mm plate. A combination of 12mm and 14mm screws were used with the plate with no apparent issues or difficulty. Later in the evening, however, the patient was brought back to surgery due to a bleeding issue at c6-7. No stryker rep was in attendance, just the surgeon and his assistant. The decision was made to remove and adjust the 4 level plate, in the process 6 of the screws were removed using the revision screwdriver and stylus. At some point, the threaded tip of the stylus had broken off and the remaining 4 screws were not able to be removed from the plate. The plate was finally removed with some difficulty. At this point, the surgeon took a new 76mm plate with 10 new screws (14mm, 16mm, 18mm) and finished the case.